Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported patient effect of shock could not be determined. The reported hypotension was due to reported shock. The reported patient effects of hypotension and shock, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the shock requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to <1. At the end of the procedure, the patient became unstable with low blood pressure due to anaphylactic shock. A balloon pump was inserted and medication administered. Per the physician, it is unknown what caused the anaphylactic shock. No additional information was provided.